Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: I do not have any of this information as the cc was very broad. Please provide the product and lot number: what is the total number of products involved in this event? Did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Please provide the source or name of person providing answers to follow-up questions.

Event description:
It was reported that a patient underwent an hernia repair surgery on an unknown date and barbed suture was used. During the procedure, it was reported by the sales rep, that they received an email from the customer, mentioning that a couple years ago they wanted to convert from veloc to the stratafix. They stated that the stratafix was not strong enough to hold the vaginal cuff or hernia defect. The staff said the stratafix would break when pulled tight to close the defects. There was no mention of any patient harm. No adverse patient consequences were reported. Additional information was requested.